Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was decreasing impedance in bipolar mode and noise in both bipolar and unipolar mode. The device is still in use. No patient complications have been reported as a result of this event.